Event description:
It was reported the patient¿s system was explanted due to less than fifty percent symptom relief. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported there was no event. The patient never responded to therapy, despite many different settings. The patient underwent p yloroplasty. The patient improved after the pyloroplasty.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).